Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient woke up with high blood glucose level reported to be 600 mg/dl and found that the infusion set's tubing had detached while the patient was sleeping. Thereafter, the blood glucose level had reached 720 mg/dl and the patient took 7 units of insulin. The last time, they checked the patient's blood glucose level at 7:20 am and it was reported to be 417 mg/dl. The patient's mother changed the tubing, or the infusion set and blood glucose level was down to 338 mg/dl on the day of this report at 8:50 am. The site location was upper side of right buttock and the pump was on the right side, same as the infusion set. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. They were unsure if there was stress or pull on the tubing as it could have been pulled while the patient was sleeping. Reportedly, the pump was not dropped with the set connected to the patient's body. No further information available.